Manufacturer narrative:
It was reported that the customer was using the walker and fell resulting in the customer hitting the corner of the wall. There was no defect or malfunction reported related to the device. Reportedly the customer was taken to the emergency room and received 8 stitches to an unreported location as well as sustained a broken wrist (specific wrist not reported). The phone number provided in the initial report is not valid and phone contact could not be established. Multiple letters have been mailed to the customer to attempt to establish contact to obtain additional information related to the report with no response. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further patient, product, or incident details to the manufacturer. No sample has been received for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer was using the walker and fell resulting 8 stitches to an unreported location as well as a broken wrist (specific wrist not reported).